Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the had a not displayed due to incorrect cable connection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. It is unknown when the malfunction occurred. There were no reports of patient harm.

Manufacturer narrative:
The customer was able to troubleshoot with customer service and resolve the issue. No device will be returned. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.